Event description:
It was reported that a syringe 50ml ll was found to have foreign matter before use. The following was reported by the initial reporter: "before use, there is a black deposit on the piston of the syringe. Device not used. Change of the syringe. The device is available for expertise."

Manufacturer narrative:
H6: investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 2102037, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly station has a de-ionizer and vacuum system used to remove any particles inside the barrel and blister packaging. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. Complaints received for this defect and device will continue to be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a syringe 50ml ll was found to have foreign matter before use. The following was reported by the initial reporter: "before use, there is a black deposit on the piston of the syringe. Device not used. Change of the syringe. The device is available for expertise.